Manufacturer narrative:
No product returning for evaluation. Attempts have been made to obtain all event information. Should new information become available, a follow up MDR will be submitted.

Event description:
Received information stating customer attempted to deliver a 5 unit bolus and the pump read zero units. The customer had just checked the amount before the bolus, and the pump read 33 units. Reportedly, the customer's blood glucose level was not impacted as pens were used to deliver insulin for the remainder of the day.